Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) alleging that her one touch ultramini meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter power issue first occurred ¿2 weeks ago in the morning¿ prior to contacting lfs. The patient manages her diabetes with a combination of pills, diet and exercise and denies making any adjustments to her medication(s) due to the alleged meter issue. The patient claimed that ¿2 or 3 days later¿ after the product issue started, she developed the symptom of ¿thirsty¿. The patient stated on ¿(B)(6) 2014 at 8:30 am¿ she received phone advice from her doctor to increase her insulin as treatment. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product, the battery did not require replacement and when the power button was pressed the meter did not turn on. The reported issue was unable to be resolved with training. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged power issue contributed towards the patient receiving hcp advice as treatment for a symptom indicative of severe hyperglycemia.